Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Results: neither a sample nor a photo was available for evaluation, therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were observed. There were no related quality notifications. All process and final inspections comply with specification requirements. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tube broke while in the centrifuge. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for investigation; therefore, the investigation was limited. Retention samples from the incident lot were selected for testing. Prior to testing, the retention lot tubes were visually inspected for glass breakage, and no breakage was noted in any of the tubes. There was no evidence of broken glass in any of the retention samples following centrifugation. All tubes performed as expected and no product issues were observed during the investigation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The customer¿s indicated failure mode of ¿glass breakage in centrifuge¿ with the incident lot was not observed. Based on the investigation, a root cause could not be determined. The results of internal testing show acceptable performance.